Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date during a follow up visit, the nurse reported great resistance while trying to move the tube in and out in which the tube was bent and could not be inserted it into the stomach. There was no infection, pain or erythema and a buried bumper was suspected. On (B)(6) 2020, a gastroscopy confirmed a buried bumper. At the time of report, the tubing remained implanted in the patient and it was unknown if it would be replaced.

Manufacturer narrative:
Reference record (B)(4) it was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date during a follow up visit, the nurse reported great resistance while trying to move the tube in and out in which the tube was bent and could not be inserted it into the stomach. There was no infection, pain or erythema and a buried bumper was suspected. On (B)(6) 2020, a gastroscopy confirmed a buried bumper. At the time of report, the tubing remained implanted in the patient and it was unknown if it would be replaced. Additional information received on (B)(6) 2021: due to covid-19 pandemic, the patient's surgery to remove the buried bumper was scheduled for (B)(6)2021. On (B)(6) 2021, the patient underwent surgical removal of the buried bumper without incident. The old tubing was removed together with a gastric resection and a new tube was left in place with the stomach and abdominal wall closed. The patient was transferred to a room and was prescribed pain medications. The patient reported no pain with normal diuresis. Approximately (B)(6) 2021, it was reported that the patient's evolution was very good, with no fever and tolerating food. The patient's peg tube was mobilized and in the correct position with no pain and the stoma healing.